Manufacturer narrative:
Investigation pending.

Event description:
Possible false negative result reported using the triage cardio profiler. Patient was being transferred to another hospital due to EKG changes.